Event description:
Device 2 of 2. See manufacturer's report number 1627487-2010-00340 for device 1.

Manufacturer narrative:
Device 2 of 2. See manufacturer's report number 1627487-2010-00340 for device 1. Results: the device history and sterilization records were reviewed and found to meet specifications, no anomalies were found. The lead was visually inspected and found to be damaged at approximately 13cm from the stimulation end. The lead was subjected to functional testing. Channels 4 and 7 were open, and all other channels measured less than 4 ohms. Stress testing did not reveal any other failures or the location of the broken wires for channels 4 and 7. Conclusion: the reported event was confirmed. As received, the lead failed functional tests. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.